Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6), 2021. On (B)(6)2022, a crack was found at the extension tube of the catheter connector before flushing the device. There was no reported patient injury.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2022, a crack was found at the extension tube of the catheter connector before flushing the device. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint review, applicable previous investigation(s), photograph of sample, labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter connector is confirmed but the exact cause is unknown. Three photographs of a 5fr dl groshong catheter were returned for evaluation. An initial visual observation of the photograph showed the catheter inside of a clear bag. An injection cap is attached to each hub and the suture wing is locked within a statlock dressing. A circle is marked on the bag around the proximal red hub extension leg tubing. The catheter is complete without missing any parts a bubbled and split extension leg tubing proximal to the white over sleeve of the red hub was seen. When zoomed in, the picture is blurry and grainy making the established cause of the split and damage difficult to assess. If the sample were to be forwarded in the future a more in depth investigation will be made to determine the root cause of the issue. H3 other text : evaluation findings are in section h.11.